Event description:
It was reported that the customer's insulin pump had an error alarm. Troubleshooting was performed, and the device could not pass the displacement test, but it passed the self test. Reviewed the alarm history and the error alarm was confirmed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to verify prime alarm due to prime anomaly. The insulin pump passed displacement test.